Manufacturer narrative:
(B)(4). A replacement device was provided to the customer. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a scheduled inspection, it was reported that the device would not power on. The actuator was missing and the power on/off button was inoperative. There was no patient use associated with the event.